Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the audio issue was confirmed. The customer's blood glucose value was 9.5 mmol/l. Customer noticed that pump did not alarm for low reservoir. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device alarmed hardware low-level failures during self test and insulin pump trace download confirmed hardware low-level failures, problem isolated to the keypad. Device received with same audio tone when switching from volume 5 to volume 1 due to electronic defect.